Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited noise on the right ventricular (rv) port of the device and the set screw is suspected, which is causing pacing problems. The ipg was removed and replaced. No patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited a sensing issue, short ventricle to ventricle intervals.